Event description:
Initial glucose result for one pt was higher than on repeat. Customer stated that physician questioned the original result and the repeated value was reported to the physician. Field service engineer performed maintenance and cleaning the instrument. Field service engineer was unable to duplicate the alleged failure.